Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 227594108); product type: ; implant date n/a; explant date n/a product ID ped-500-25 (b480697); product type: ; implant date ; explant date product ID ped-500-30 (b473876); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after releasing ped-500-25 in a vessel with 4.2mm distal end and 5.2mm proximal end, it was found that the stent retracted significantly and the size was smaller than the nominal size. It was noted that ped-500-30 after release, found that the tip end was bifurcated and could not be opened. Repeated attempts to recycle and open the tip end were ineffective. The distal end failed to open. The device was not positioned in a bend. More than 50% of the device had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. Additionally, after using the 500-35 stent, a kink appeared when the stent was released in the lower cavernous sinus. Repeated adjustments failed, so replaced it with a new stent. The middle section of this stent failed to open. The middle section of the stent was positioned in a bend and more than 50% of the pipeline was placed in a bend when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The marksman was used to deliver the pipeline. When releasing the pipeline, the resistance at the tip end was too large and the pushing force was uneven. After replacing with a phemon27, the situation improved. Catheter resistance occurred in the distal section. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic artery + cavernous sinus segment with a max diameter of 6mm and a 4mm neck diameter. The landing zone was 4.2mm distally and 5.2mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was 2.3mm in diameter. Dapt (dual antiplatelet treatment) was administered and the pru level met the standard. The angiographic result post procedure showed good adhesion to the wall.

Manufacturer narrative:
H3: product analysis of ped-500-35, lot no: b574954. As found condition: the braid was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal ends of the braid were opened and frayed. The middle of the braid was fully opened and no damage. Conclusion: based on the returned device, the customer complaint was not confirmed as the middle of the braid was fully opened and no damage. However, the distal and proximal ends of the braid were opened and frayed. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, and the user deploying the braid in a vessel bend. However, the customer reported that vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. The damaged braid and user deploying in a vessel bend may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the catheter was not damaged.

Event description:
Additional information was received that the procedure was completed when after the 500-25 was obviously displaced, the re-deployment of the 500-30 was successful and the operation was completed. The pipeline. 500-30 (lot number b473876) was deployed using marksman. The pipeline push rod was not damaged. When the first 500-30 was deployed, the tip end was retrieved twice. The pipeline (ped-500-25) was implanted at the intended location. The device did not jump during deployment. The tip of the catheter was not moved during deployment. The cause of the migration was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.